Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an unspecified reason. The existing cuff component of the aus was explanted and replaced with a new 5.5 cm cuff. The existing pump and balloon components remain implanted. It is unknown if the explanted cuff is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.